Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) /2025, a discrepancy in cgm values was observed after the patient's insulin pump became detached, leading to a rise in bg levels. The patient experienced symptoms including vomiting and dizziness. Fingerstick bg and ketone measurements were performed by the patient's father. At that time, the cgm displayed a reading of 40 mg/dl, while the fingerstick bg reading was 400 mg/dl. No ketone values were reported. The patient was transported to the hospital by ambulance. While already at the hospital, the cgm sensor began displaying incorrect values. The reporter was unaware of the specific medications or treatments administered during the hospital stay. The patient was hospitalized from 07/16/2025 to 07/22/2025 due to hyperglycemia. At the time of this report, the patient is in stable condition and currently at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.